Event description:
It was reported that device embolization occurred.a concomitant pulmonary vein isolation (pvi) was performed using boston scientific (bsc) pulse field ablation. A left atrial appendage (laa) closure procedure was being performed, and a 35mm watchman flx pro delivery system (wds) was selected to be used. During the procedure, baseline laa measurements were obtained prior to ablation using transesophageal echocardiography (tee). Position, anchor, seal and size (pass) criteria was met, and the closure device was released. The implanter withdrew the watchman access system (was) to the right atrium (ra) and started to exchange the was sheath to prepare for a cavotricuspid isthmus (cti) ablation when ectopy was noted on the electrocardiogram (EKG). The physician stepped on fluoroscopy and saw that the closure device had embolized to the left ventricle (lv). The physician regained access to the la and proceeded to retrieve the closure device percutaneously. The closure device retrieval was successful, and the patient was sent to intensive care unit (ICU) for observation. The patient fully recovered with no issues. The patient did not need to stay beyond standard care and was discharged on (B)(6) 2026.it was further reported that the shape of the patient appendage was broccoli and the patient had a rigid pectinate and tapered anterior depth. The closure device embolized about five (5) minutes after release. The rhythm at the time of the implant of the closure device was sinus and at the time of the discovery of embolization was sinus tachycardia. There was minor damage to the mitral valve (mv), there appeared to be one torn chordae but only mild mitral regurgitation (mr).

Event description:
It was reported that device embolization occurred. A concomitant pulmonary vein isolation (pvi) was performed using boston scientific (bsc) pulse field ablation. A left atrial appendage (laa) closure procedure was being performed, and a 35mm watchman flx pro delivery system (wds) was selected to be used. During the procedure, baseline laa measurements were obtained prior to ablation using transesophageal echocardiography (tee). Position, anchor, seal and size (pass) criteria was met, and the closure device was released. The implanter withdrew the watchman access system (was) to the right atrium (ra) and started to exchange the was sheath to prepare for a cavotricuspid isthmus (cti) ablation when ectopy was noted on the electrocardiogram (EKG). The physician stepped on fluoroscopy and saw that the closure device had embolized to the left ventricle (lv). The physician regained access to the la and proceeded to retrieve the closure device percutaneously. The closure device retrieval was successful, and the patient was sent to intensive care unit (ICU) for observation. The patient fully recovered with no issues. The patient did not need to stay beyond standard care and was discharged on (B)(6) 2026.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.h6: patient codes added.